Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10e22043 and h10e04017 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the fourth of five complaints associated with this event.

Event description:
Baxter received a report from a nurse regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010 the nurse reported that the patient had peritonitis and his catheter was removed. The patient is now on hemodialysis. (B)(6) 2010, additional information was obtained from the dialysis nurse. The patient had been diagnosed with (B)(6) on (B)(6) 2010. The patient was not hospitalized. The patient had the pd catheter removed and was started on hemodialysis. The pd effluent was analyzed on (B)(6) 2010 and the white blood cell count was 4086 mm3 and was determined to be (B)(6). It is unknown what treatment the patient received for the peritonitis. The nurse stated the peritonitis was due to touch contamination and that it was not related to any baxter products or solutions. Retraining was not performed as the pd catheter was removed and the patient was started on hemodialysis. Past medical history includes end stage renal disease, hypertension, diabetes, heart disease, congestive heart failure, pneumonia and a foot ulcer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
It was reported the pt fell "several" times and broke her neck. The ins was replaced due to the falls. Also, the interstim icon dvd did not work. Additional info has been requested, a follow-up report will be sent if additional info becomes available.